Event description:
It was reported that a piece of the plastic sheath fell off and into the joint space during a shoulder surgery for distal clavicle decompression. A piece of the sheath remains in the patient. There were no adverse consequences reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
The actual device involved was evaluated. It was found that the plastic sheath was missing from the outer tube and the slots located on the outer tube that hold the plastic sheath are flared and bent outward. Evidence from the condition of the device indicates excessive force was applied to the sheath causing the slots to flare and the plastic sheath to break off. The event was attributed to misuse of the device.